Event description:
It was reported that the patient underwent surgery for posterolateral fusion at l3-s1. The patient fell post-op (the date of the fall is unknown). Subsequent x-rays revealed a setscrew backed out at s1. The patient is asymptomatic. No revision is planned at this time. The surgeon believes the setscrew might have been cross threaded causing the mas head to splay and when the patient fell, the setscrew popped out.

Manufacturer narrative:
(B) (4). The device was not returned to the manufacturer for evaluation. With the available information, a contributing factor or cause for the reported event is inconclusive.